Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working for several times. Customer reported that they received multiple insulin flow block alarms. Customer reported that took manual injection for the high blood glucose level. Customer reported that they had bent cannula for the infusion set. Customer did change the set. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.